Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic patient underwent breast augmentation revision. With unknown mentor silicone breast implants which bilaterally ruptured after implantation. The issue was diagnosed during removal/exchange of implants. There was also bilateral implant malposition and gradeii mammary ptosis. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number shpx-355, serial number (B)(4), and right replaced with catalog number shpx-355, serial number (B)(4), and bilateral mastopexy was performed on (B)(6) 2018. This report is for the left implant.